Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 28-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted (lot no. 946761). Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), abdominal distension ("bloating"), back pain ("backache"), breast pain ("painful breasts"), fatigue ("fatigue"), tendonitis ("tendinitis in the achilles¿ tendon that is not healing"), sinusitis ("endlessly recurring sinusitis"), migraine ("migraine"), gait disturbance ("problems walking") and hot flush ("hot flushes") and was found to have meningioma ("meningioma"). At the time of the report, the tendonitis had not resolved. The reporter considered abdominal pain lower to be related to essure administration but saw no causal relationship between meningioma and essure. No causality assessment was received for essure with regard to breast pain, fatigue, back pain, tendonitis, migraine, gait disturbance, abdominal distension, hot flush or sinusitis. The reporter commented: a meningioma was discovered, due to be removed on 28-feb, but it is unknown whether some of these symptoms are related because at present her gynecologist was not attributing this to the essure method. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Lot number: 946761, manufacture date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-feb-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(6)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted (lot no. 946761). Additional non-serious events are detailed below. As concurrent condition the report mentioned overweight. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), abdominal distension ("bloating"), back pain ("backache"), breast pain ("painful breasts"), fatigue ("fatigue"), tendonitis ("tendinitis in the achilles¿ tendon that is not healing"), sinusitis ("endlessly recurring sinusitis"), migraine ("migraine"), gait disturbance ("problems walking") and hot flush ("hot flushes") and was found to have meningioma ("meningioma"). At the time of the report, the tendonitis had not resolved. The reporter considered abdominal pain lower to be related to essure administration but saw no causal relationship between meningioma and essure. No causality assessment was received for essure with regard to breast pain, fatigue, back pain, tendonitis, migraine, gait disturbance, abdominal distension, hot flush or sinusitis. The reporter commented: a meningioma was discovered, due to be removed on (B)(6) 2023, but it is unknown whether some of these symptoms are related because at present her gynecologist was not attributing this to the essure method. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.